Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 25jun2019.

Event description:
Health professional reported right side exchange from textured to smooth due to concern with the product as well as malposition.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Wrinkling: not observed. Malposition: unable to confirm as it is a medical event not related to the device. Skin rash/dermatitis ¿ ndr: not applicable as the event is not related to the device. Additional observations: varied injuries ¿ ndr: not applicable as the event is not related to the device. Additional observations: urticaria ¿ ndr: not applicable as the event is not related to the device. Additional observations: use error: unable to confirm as it is a medical event not related to the device. Infection (unknown onset): unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side pain, "I get rashes and hives to things that never bothered me before", "ended up with an infection that no one can explain", "ripples" "not as firm" and "they might be leaking". Healthcare professional later reported exchange from textured to smooth due to concern with the product and malposition. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain, "I get rashes and hives to things that never bothered me before", "ended up with an infection that no one can explain", "ripples" "not as firm" and "they might be leaking". Device remains implanted.